Manufacturer narrative:
This mattress is being shipped back to us as of (B)(4) 2013 for eval. We have evaluated the pictures that were mailed to us and we found that the urethane cover was bubbled at the center of the mattress but did not peel away from the cover. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Mattress cover is delaminating.